Manufacturer narrative:
Product complaint : (B)(4). Investigation summary : examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary medical records reviewed. There are no allegations provided of patient injury or product failure, nor report of a revision surgery. Does not meet the definition of a complaint: information has been reviewed and determined that this non-product issue record does not meet the definition of a complaint per (B)(4) attachment a in that there is no alleged device and / or procedure deficiency at this time.

Event description:
The screwdriver is stripped.

Manufacturer narrative:
Erase the following paragraph on the initial report: medical records reviewed. There are no allegations provided of patient injury or product failure, nor report of a revision surgery. Does not meet the definition of a complaint: information has been reviewed and determined that this non-product issue record does not meet the definition of a complaint per scp-1403 attachment a in that there is no alleged device and / or procedure deficiency at this time. Add the following paragraph: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.